Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number: 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number: 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number: 09n79-095, which received FDA approval.

Event description:
The customer reported false positive discrepant results for the cov2 target while running the alinity m resp-4-plex assay. The customer reported cov2 results are not consistent with patient's clinical history. Technical application specialist (tas) analyzed results. List of samples reported: sample ID: completed date: target: (B)(6), on (B)(6) 2025, 32.17, (B)(6), on (B)(6) 2025, 28.88, (B)(6), on (B)(6) 2025, 28.19, (B)(6), on (B)(6) 2025, 31.89, (B)(6), on (B)(6) 2025, 30.24, (B)(6), on (B)(6) 2025, 29.29, (B)(6), on (B)(6) 2025, 29.32, (B)(6), on (B)(6) 2025, 32.45, (B)(6), on (B)(6) 2025, 33.03. After the list of discrepant results, customer ran 2 more patient samples, 4 water samples and controls. All the results are consistent with clinical history. There was no report of impact to patient management.

Manufacturer narrative:
Investigation is summarized as follows: customer data review: the customer data was reviewed with respect to the reported sample ids (sids). The runs associated with the reported samples were valid, as no error codes were generated. The curves appeared as expected for low positive samples. Review of the customer data demonstrated that the assay software and the alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 are performing as expected. Quality data review: device history record / batch record review: the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 414709 (including the complaint components) were reviewed to identify if there were any issues related to the reported complaint. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 414709 (including its components) did not identify any issues that could result in the reported complaint. No records related to the reported complaint were found that documented any issues which could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 414709 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. Lots 414709 and 4147091 were searched. The lot specific CAPA review did not identify any existing internal records or nonconformances that are related to the reported complaint. Retain / file sample review: the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 met all acceptance criteria as the validity of the runs met all assay requirements. Lot 414709 received a disposition of pass. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false positive results for the sars-cov-2 target while using alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709. The complaint history review did not identify any additional complaints related to the reported issue for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709. Complaint trending was completed. The upper control limit (ucl) was not exceeded for part 9n79. No adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 414709 was not identified.